Event description:
The clinician reports the implant was inserted 2019-09-04 in ada 27. On 2019-11-21, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.